Event description:
The reporter stated the surgeon was inserting a cq2015a collamer aspheric three piece lens and the lens tore. There was no patient contact or injury. The reporter stated, the surgeon has just started with this model lens and is still learning the process. The reporter stated the torn lens was due to a learning curve.

Manufacturer narrative:
No lens returned in unit carton. Evaluation: conclusions: a multifunctional team investigated complaints regarding lens tears associated with the cq cartridge: the resultant corrective actions included improvements in manufacturing, release testing, and evaluation of test results. Additionally, the injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens.